Manufacturer narrative:
(B)(4)

Event description:
It was reported that the threshold had been increasing steadily from (B)(6) 2015 while the sensing and impedance had decreased. The lead was capped and replaced. The patient's condition was okay after the procedure.